Manufacturer narrative:
Service rep replaced ps3 temporarily until schedules service date to replace column. Unit still functional and customer using on cases.

Event description:
Customer reported column intermittently lowers and raises.